Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a transient ischemic attach (tia). Log files were submitted to the manufacturer to check for any abnormalities and there were no significant data events or alarms captured. The patient had a negative neurologic workup by imaging. The source of the tia is unknown. A carotid ultrasound showed a 60% blockage, but neurology did not recommend an angiogram and did not think it was a cerebrovascular accident (cva). Information provided by the vad coordinator indicated that the patient has experienced recurrent ventricular tachycardia (vt), reportedly related to lvad cannula site placement and is on quinidine, which can cause neurologic symptoms like ataxia.

Manufacturer narrative:
A specific cause for the patient's transient ischemic attack could not conclusively be determined through this evaluation as the lvad was not returned to the manufacturer for analysis; however, the instructions for use lists stroke, neurologic dysfunction, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the patient's transplant was not device or therapy related and the pump will not be returned. According to our records the transplant occurred on (B)(6) 2014.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.